Event description:
The physician was attempting to implant a 2.75 mm diameter x 30 mm length endeavor sprint rx (rapid exchange) drug-eluting stent to a lesion in the lcx. It was reported that during the attempted delivery the stent became caught on a 3.0mm diameter x 18mm length driver rx stent (ref MFR # 2953200-2010-01479) which had been previously deployed at the lmt. The physician attempted to retrieve the endeavor sprint stent using a snare. It is reported that the endeavor sprint stent became broken during this attempt and part of the stent was left in the vessel. The physician then deployed two 2.25 mm diameter x 14mm length micro-driver rx stent to capture the part of the stent which remained in the vessel. This attempt was unsuccessful as the damaged stent was gradually becoming detached. The physician again attempted to retrieve the stent using a snare. However, it is reported that during this attempt the snare was also broken. The physician was able to retrieve the stent using a radi focus guidewire. It has been reported that the previously deployed 3.0mm diameter x 18m length driver rx stent may also have been retrieved during this attempt. There was no health hazard caused to the pt.

Manufacturer narrative:
(B)(4): eval results and conclusions - (device got caught on another stent), (delivery of endeavor stent through previously deployed stent).